Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was corrosion built up inside the device. This condition could cause the device to not retain the wire.

Event description:
It was reported that the device would not retain a wire during testing prior to a procedure. There was no patient involvement and no allegation of adverse consequences associated with this event.